Event description:
It was reported that during a saphenous vein graft to diagonal coronary artery procedure, after implantation of a non-abbott stent in a restenosed lesion, the 3.5x08mm nc trek ruptured at less than 4 atmospheres during post stent dilatation. The device was removed without issue and a non-abbott balloon dilatation catheter was used successfully, completing the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A query of the complaint-handling database was performed and no other incidents have been reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.